Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's reservoir was completely empty, and there was blood backing out of her port and into the tubing. It did not back up past the first connection piece. Settings reviewed: reservoir volume was 29.7, 2 ml per hour. They compared drug label, and it did match. They did not see that anything had leaked out either. The pump was powered off and the clamp closed. The medication used was 5fu. The patient did not experience any adverse effect. The event occurred while in use with patient.